Event description:
Yesterday, one of our crews was transporting a critically ill patient from an ICU to another ICU within our system. The crew had the patient in the ambulance and was about to begin transporting when the following errors were displayed, and ultimately, the ventilator stopped functioning. The patient was transferred, returned to the sending ICU, and ultimately required stabilization before being flown by an aeromedical service to the receiving ICU. The incident report by the lead provider is attached. Redacted items are names, and the red indicates specific to the ventilator.